Manufacturer narrative:
A photo was returned showing the drip chamber and vent plug juncture on the 123390488 primary plum set. There was fluid below the vent plug juncture with the cap closed. No samples were returned for investigation. The reported complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported the air hole on the photophobic set leaked drug solution. A photo was provided of the sample of the involved product that appears having leakage in the filter vent. There was patient involvement but no patient harm.